Manufacturer narrative:
Dissection is a known adverse event associated with coronary stenting as noted in the xience v IFU and the risk assessement and is not necessarily an indication of a product quality issue. Dissection can be influenced by several factors, including lesion characteristics, procedural technique, and device size selection. The IFU also states that "implanting a stent may lead to vessel dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other)." There does not appear to be any indications of a sds quality problem. A conclusive root cause cannot be determined.

Event description:
Reporting status: serious injury- medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that a dissection occurred at the distal edge of the stent after implanting 2.75 x 18 mm xience in the mid to distal lad. Another xience v stent 2.5 x 12 mm was used to cover the dissection. No additional event or patient information is available.